Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced pain, tinnitus and a performance decrement with device use, however the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed april 18, 2016.